Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis. Functional check was performed. The operator was unable to repeat the customer's reported problem. The ump was found to be displaying "1861" error code message on power up during the investigation. It's recommend a motor to be replaced.

Event description:
Information was received indicating that the cadd legacy 1 pump displayed error 1861. There was no patient involved.